Manufacturer narrative:
This report is submitted january 5, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. It is unknown whether explantation is planned, as of the date of this report.

Manufacturer narrative:
The serial number of the explanted device is (B)(4). This report is filed on june 28, 2017.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted february 20, 2017.